Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a insulin pump error alarm. The customer¿s blood glucose level was 160 mg/dl. The customer stated she kept getting the same error when she tried to rewound it. Customer restarted the insulin pump and again it asked her to rewound when it restarted. The customer was able to successfully clear the alarm. The customer was unable to complete insulin pump rewound. Customer stated that the insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 noted. The motor was tested outside of device and passed. (B)(4).